Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
During follow-up, oversensing due to noise was noted on the right ventricular (rv) lead. The rv lead revision is anticipated to resolve the event but has not occurred yet. The patient was in stable condition.

Event description:
The lead was explanted and replaced to resolve the event. The patient was in stable condition.